Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attorney that the patient's family had heard from the patient's physicians that there could be "disturbances" in the implantable cardioverter defibrillator (ICD) operation. The patient passed away. The likely cause of death was noted as cardiac tamponade due to a broken aorta.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.